Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, ketones, and high blood glucose of 18mmol/I. It was stated that the infusion set was changed the day before the admission when a bolus of 9.0 units of insulin was delivered without any problems. Troubleshooting was performed. The programming seems to be correct. Ran a fixed prime and the insulin did not exit. Performed a high pressure test and passed. It was stated that the customer's parents did not want to continue testing, and they requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.